Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted. The pt was moved to the cardiac care unit (ccu). After the iab therapy was finished, the catheter and the driveline tube were removed from the pt. At that time, the user noticed the connector of the driveline tube had a broken pin. The md and the medical engineer thought they might have broken a pin when the pt was moved from the cath lab to the ccu, or when the connector was inserted into the pump (iap-0500j s/n (B)(4)). Reference MDR #1219856-2010-00134 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one 40cc iab connector was received for eval. One of the two pins was broken and detached from the 40cc iab connector. The 2nd pin was attached to the 40cc iab connector, but was slightly bent. The 40cc iab connector was plugged into an intra-aortic balloon pump (iabp). When the connector was 1/2 way into the socket, the iabp read the connector value as 2.5cc. The connector was fully connected to the iabp; the value was read as 2.5cc. This is a direct result of the broken and missing pin on the blue 40cc connector. A known good connector was plugged into the same pump and worked properly. The reported complaint of "the user noticed the connector of the driveline tube had a broken pin" is confirmed. One of the pins was broken off the 40cc iab connector. If either of the two pins are broken, the iabp will default to 2.5cc's. This is consistent with the reported complaint. The potential cause was that the pin on the iab connector broke with whatever cause the iab to become disconnected from the pump.